Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the subject meter started reading inaccurately on (B)(6) 2016, when he obtained an alleged inaccurately high blood glucose result of "200 mg/dl" on the subject meter compared to "104-110 mg/dl" on another meter, performed more than 30 minutes apart. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages his diabetes with oral medication, diet and/or exercise. He reported that between (B)(6) 2016, he consumed more food/drink. He claimed that after the start of the alleged issue, he developed symptoms of "shaky [and] tired". He denied receiving any treatment for his symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the samples of blood. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurately high readings on the subject meter and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged product issue began.